Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fluctuating fill volumes, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited fluctuating fill volumes while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issue of decreased fill volumes (fv) on the freedom driver could not be reproduced during investigation testing. The freedom driver fvs were not compared to the fill volumes of another freedom driver at syncardia, as the freedom driver settings and patient conditions at the time of the customer experience are unknown. However, it was reported that the site placed the freedom driver onto a mock loop and it matched the values generated by the replacement freedom driver during testing, which led them to believe that the decreased fv were not attributed to an issue with the driver. Visual inspection of the driver revealed no abnormalities, and the driver passed all functional testing. Extended observation run testing confirmed that the driver remained within the cardiac output (co) and fv requirements, and no abrupt changes or decreasing fill volumes were observed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.